Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code: ovd report one of two for the same event, reference 3004485144-2016-00245.

Event description:
It is reported the screw came out of the cover plate. It was reported the event occurred inside the patient, however nothing fell in the patient and the patient did not retain a foreign body. The surgery was completed using another device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Additional information: the returned cover plate was examined. The threads are damaged and the plate was wedged against the set screw. There was also some minor damage to the set screw hex and threads on the opposite end that start to assemble with the plate assembly. This indicates that the cover plate was attempted to be used in-situ. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions for proper device usage, including assembly with the plate.